Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported.

Event description:
It was reported that during a da vinci-assisted hysterectomy, the procedure was completed robotically as planned without any intraoperative complications related to the da vinci surgical system or instruments. However, the patient was admitted to the hospital two weeks postoperatively due to liver failure. The patient did not disclose a history of alcoholism or pre-existing liver disease prior to the surgery. Intraoperatively, the presence of adhesions on the omentum was noted, which resulted in bleeding that required intervention. A general surgeon was consulted to manage the bleeding, and a blood transfusion was administered postoperatively. Two weeks after the surgery, the patient was admitted to a different hospital with liver failure and in need of a liver transplant. The surgeon confirmed that these complications are medical in nature and attributed to the patient¿s underlying liver disease, rather than any surgical complications from the hysterectomy.